Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the trigger of the console device was broken, torn off. It was noted that the controller was broken. It was further determined that the device failed pretest for check function with all handpieces, check function electric pen drive (epd), check function of the small electric drive (sed), check function 90,000-pen, check function of the sliding switch, and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.